Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence. In addition, it was reported that a cartridge alarm occurred during basal delivery. Reportedly, a new cartridge was loaded to resolve the reported issues. Customer¿s blood glucose was 93 mg/dl.